Manufacturer narrative:
A2) patient date of birth - not available from facility. A3b) patient gender - not available from facility. A4) patient weight - not available from facility. A5/a6) patient ethnicity and race - not available from facility. B6/b7) patient information regarding relevant tests/laboratory data or medical history - not available from facility. H3/h6) the tightrail was returned; however, device evaluation is pending. A supplemental report will be submitted once evaluation is completed. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead due to non-function. A spectranetics lld lead locking device (lld) was inserted into the lead to provide traction. Beginning with a spectranetics 11f tightrail sub-c rotating dilator sheath, the tightrail became stuck on the lead was unable to be freed. The lead broke, and was stuck inside the tightrail device. The tightrail and portion of the lead were removed, and a new tightrail was used to continue the procedure with no reported patient harm. This report captures the 11f tightrail sub-c that entrapped the lead, potential for harm with recurrence.

Manufacturer narrative:
H3) the tightrail was returned with a portion of a lead, lld, and suture. Visual inspection found the lld and suture protruding from the proximal end of the tightrail, which were unable to be removed. Biologics were present in the distal tip, but the blades were evenly retracted. When the handle halves were separated, heavy biologics were observed, and slight pitting on the trigger pin, but appeared to be in good condition. There was normal/minimal wear to the trigger tabs. The end cap was easily removed, along with the barrel/sleeve, and slight force was applied to remove the bushing due to biologics. Through hole of the barrel was clear; however, there was heavy biologics present on the drive shaft, sleeve, inside of the sleeve, inside and on the barrel, and the barrel tracks. The tightrail shaft was unable to be manually actuated. From the distal end, calcium buildup was observed within the inner lumen. X-ray images showed the lld and lead present within the inner lumen. The drive shaft was soaked for re-evaluation, and when pulling from the proximal end, the lld, lead, suture, and tissue were removed intact. The lld was still encapsulated within the lead, and the braid was tightly coiled/spiraled, just distal to the proximal locking feature, and the lld appears to be broken at the distal end, with kinks present along its length. With the lld, lead, and suture removed from the tightrail, the device actuate. H6) based on the device evaluation and investigation, it has been determined that the probable cause of the tightrail becoming stuck on the components within the inner lumen was due to biologic buildup within the inner lumen of the device and on the lld, lead, and suture. After the device was soaked a second time, the components could be removed, and the device was able to actuate, as expected. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.